Event description:
Caller states pt tested 3.1 inr and 2.0 inr on the coaguchek s system. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.